Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. The definitive root cause was not identified, however based on the results of the investigation of the information received, the probable cause of the malfunction was that the subject endoscope had been reprocessed while the breakage of the air/water/instrument channel connector (gray) of oer-3 was not recognized in the subject facility. The events can be detected and prevented in accordance with the following IFU. Instructions for oer-3 rev. 10 operation manual chapter 3 ¿inspection before use¿ section 3.2, ¿inspecting the connectors¿ describes the following. Therefore, the subject event is detectable/preventable. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution: connect each connector firmly by pushing until the connector clicks into place. After the connection, pull the connector gently to confirm that it cannot be disconnected easily. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope experienced insufficient or incorrect reprocessing. There were no reports of patient involvement.